Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer received the following results on an nano meter, compared to a professional meter, within 10 minutes: 90 mg/dl and 90 mg/dl (nano meter) and "approximately 210 mg/dl" (nurse's meter). No adverse event reported. Return of the suspect device was requested for evaluation.